Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device was loud and overheating. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device reflected heat with a reading of 119 degree fahrenheit, which was greater than the manufacture specification. It was further determined that the device reflected noise with a reading of 79.5 decibels, which was greater than the manufacture specification. It was further determined that the drive shaft was broken, which was consistent with using excessive force while the motor was in use. It was determined that the broken drive shaft caused the noise and heat reflected on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.